Event description:
The unit shut down while in use on a pt. The customer reported that ventilator alarmed, and there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. Upon evaluation, the respironics serviec tech reported he found the ac power cord was not fully seated into the back of the ventilator. The service technician reseated the power cord and the unit functioned properly. Extended self testing (est) was performed, and passed per operating specifications.